Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer complained of severe abdominal and chest pain, as well as difficulty breathing, vomiting, and nausea. The customer's blood glucose was 350 mg/dl. She treated with 5 units of insulin via manual injection. She was wearing the insulin pump at the time of admission and noted that the infusion set cannula had been bent upon removal. The insulin pump passed the high pressure test, and she was advised that the insulin pump worked as designed per troubleshooting results. She believed that the bent infusion set cannula had been the cause of high blood glucose hospitalization. She stated that she only wanted to check if the insulin pump was functioning with the high pressure test. Her most recent blood glucose was 186 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.